Event description:
Reporting status: serious injury. Reporting rationale: restenosis. Device issue: none. The following information was noted during article review. A man with multiple vascular risk factors presents with an ischemic stroke and severe multifocal intracranial and extracranial cerebrovaslarue disease. Contrast injected from the right subclavian artery showed a severe right vertebral ostial stenosis, as well as severe basilar artery stenosis. Angioplasty and stenting of the right vertebral ostium with a cobalt chromium balloon-expandable vision stent was performed, with no residual stenosis. At 9 months, angiography revealed mild intimal hyperplasia with the stent. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Restenosis of stented segment, listed in the IFU is a known adverse event associated with coronary stenting. It should be noted that it is mentioned in the same IFU that the multi-link vision is an indication for improving coronary luminal diameter in patients with symptomatic ischemic heart disease and for restoring coronary flow in patients experiencing acute myocardial infarction. As there was no reported device failure or malfunction, there does not appear to be any quality indications of a quality problem. A conclusive root cause for the reported patient effect and the relationship to the device, if any, cannot be determined.